Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Noted that implant detect was completed and atrial sensitivity programmed to 0.3mv.

Event description:
It was reported that after the implantable pulse generator (ipg) was implanted atrial undersensing was suspected. Adjustments to atrial sensing detection was made and sensing was confirmed. Then the atrial sensing was noted at 3.9mv but dropped to 0.6mv, and was noted as undersensing. The ipg mode was changed and sensing testing was performed, and undersensing was noted at three different settings. The implant detection was noted as having a possible unexpected effect, so the detection was turned off. A few minutes later the atrial sensing was confirmed at multiple settings. Replacement of the ipg was recommended, however, physician elected to not replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).